Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the epg (external pulse generator) was being used on a patient during cardiac surgery. A sensing malfunction was found, so the epg was immediately exchanged with another device. The cause of the sensing malfunction was determined to be a loose connection at the patient cable connector. It was noted that the device had not had a periodic inspection since july, 2000. There were no patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the reported event. Ventricular sensing was found to be out of specification. The cause of the reported sensing malfunction was determined to be a loose connection at the patient cable connector. It was further noted that the device had not had a periodic inspection for approximately ten years.

Event description:
It was reported that the epg (external pulse generator) was being used on a patient during cardiac surgery. A sensing malfunction was found, so the epg was immediately exchanged with another device. There were no patient complications as a result of this event.